Event description:
It was reported that the patient experienced episodes of low blood glucose and the clinical team planned to adjust the daytime glucose target after confirming insulin resupply, with communication and management coordinated by the clinical diabetes specialist. Symptoms included hypoglycemia of unclear details. Outcomes included effects that could not be characterized further. Investigation included interviews and analysis of information provided by the user and third party. Investigation of this case revealed no specific findings, and no device component or specific device malfunction could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.